Manufacturer narrative:
Block b3: exact date unknown, event occurred december 2024. Block d6b: explant date: (B)(6) 2024.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to infection.